Event description:
It was reported that the device was used during a surgical procedure. It was reported that the firing knob stuck halfway through the firing sequence. The device was found to have fired formed staples on the lung, but did not cut. After the device was reloaded the same thing happened. There was no patient consequence. Another device was used to complete the case.